Event description:
This report is based on information provided by a philips bench engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device had a damaged charging port, the port was completely ripped away from device there was no patient involvement, therefore no health consequences or impact.